Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was not getting symptom control and it had never been as good as they were hoping. The patient had changed the settings and the results they were currently getting were better than the results they got from the trial and the patient was able to sleep all night. It was noted that when the patient was sitting they didn¿t have urge incontinence but when they stood up ¿whoa.¿ the patient tried program 3 for 4 or 5 days and that program didn¿t help so they went back to program 4 and increased stimulation. It was reported that the device was implanted to treat both urinary and bowel incontinence. The patient had a constant urinary tract infection (uti) which was always caused by e coli from their fecal incontinence. It was noted that the patient was not very happy with the manufacturer representative. The patient thought they were ok at first but a couple of times they said they were going to follow-up and didn¿t and the manufacturer representative didn¿t fill out some forms they thought they should have filled out.